Event description:
Additional information was received stating that resistance occurred in the proximal section.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance in the catheter. The patient was undergoing surgery for treatment of an ischemic stroke. There were 0 passes with the device. It was noted the patient's vessel tortuosity was moderate. It was reported that the catheter was guided to the target position via the guidewire. After the stent was hydrated, the resistance increased as it was pushed along the protective sheath to the catheter hub. As the stent slowly entered the catheter, the resistance gradually increased. After the stent completely entered the catheter, the resistance was very large, so that it could not be pushed further. The stent was removed and replaced with a domestic nico stent of the same model, which was successfully pushed and the operation continued smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the catheter used was a rebar and resistance occurred at the hub. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop strut. No irregularities were noted outside the proximal marker, while the marker coil was kinked at 5.5cm to 6.0cm from the distal tip. No bends or kinks were found on the pusher wire, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿stent stuck in catheter hub¿ complaint was confirmed, as the non-working length strut was kinked, and the marker coil on the returned solitaire fr 6-30 stent device was kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. In this event, the root cause of the resistance failure was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was resistance at the hub and there was still resistance in the catheter lumen.